Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that on 1/6, PICC inserted by the resident physician. The catheter was cut to 35 cm by insertion from the left, but it was judged that the tip position was deep, so it was pulled out 3 cm and the tip was placed near the tracheal branch. 1/8 the patients complained of dyspnea and a CT scan showed that the catheter was suspected of perforating the blood vessel and straying into the longitudinal catheter, so thoracoscopic surgery was performed to remove the catheter. Cicc inserted during surgery. No other information was provided.